Event description:
Philips non invasive blood pressure (nibp) monitor technology frequently results in no readings for shivering patients. We recently moved to philips in the labor and delivery (l&d) ors and pacus. This problem has been going on since the philips monitors were installed. L&d patients often shiver and the technology in the philips equipment frequently results in "??" Which does not provide a reading to the clinician. We are noticing dramatically more events of incorrect or no nibp readings. Manufacturer response for module, multi parameter, mms (per site reporter): OEM philips claims that this is a known issue and it is documented in the equipment's literature. Verified this is in the equipment literature - however, we are noticing more events with the philips technology compared to other systems. Philips has sent in additional clinical support trainers and specialists to help identify if there were external factors (not equipment) that have been contributing. No clinical practice changes have been implemented. To date, we have not been able to correct the high frequency of incorrect (or no) nibp readings. We continue to work with philips on this issue. Clinical engineering is concerned there is a software or design issue with the philips nibp technology.